Event description:
It was reported that about ten days post implant during a follow up visit, this right ventricular (rv) lead exhibited loss of capture (loc) and sensing issues. The physician suspected that the rv lead may have dislodged. Fluoroscopy was taken which confirmed the dislodgement. A lead revision procedure was performed and, the rv lead was successfully repositioned. No additional adverse patient effects were reported. The rv lead remains in service.